Manufacturer narrative:
(B)(4): conclusion: incomplete-interrupted firing. The analysis results found that the atw45 device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis results found that the atw45 device (b) was received in good visual condition and with a reload present. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the device would not staple. The device worked properly with the first cartridge, the surgeon put a second cartridge in the device, and this time he could fire but it wouldn't staple. The surgeon didn't hear any unusual noise or felt any unusual resistance. After use, triggers and buttons returned to their original positions. The button wouldn't move. The surgeon used another like device to perform the procedure which ended without further consequences. There were no adverse consequences for the patient.